Manufacturer narrative:
Investigation: used test and analysis equipment: keyence vhx 600 d digital microscope. We made a visual inspection of the implant and the fragment. We found that the fragment is not enough to complete the implant. Some fragments are missing. In the next step we made a microscopic investigation fo the terminal areas. Here we found clear indications of high up and down lever forces, which ultimately caused the breakage. Batch history review: the manufacturing documents have been checked and found to be according to the specification valid during the time of production. Conclusion and root cause: the root cause of the problem is most probably usage related. Rational: the root cause of the breakage was high up and down lever forces at the terminal of the implant. A material defect or manufacturing error can be excluded. No CAPA is necessary.

Manufacturer narrative:
Aesculap inc. (Importer) is submitting this report on behalf of aesculap ag (manufacturer). Exemption number: e2014018. Manufacturing site evaluation: evaluation on-going.

Event description:
Country of complaint: japan it was reported that the inserter for the cage was not proper and the cage was removed. The cage was discovered broken. Fragments were removed.